Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that upon powering on the autopulse nxt platform (sn 01227), it delivered compressions briefly before stopping. The customer restarted the platform, but the issue persisted. According to the customer, the nxt battery used during the reported event was fully charged, and the nxt platform showed no warning lights. The customer tried troubleshooting by pulling the nxt band all the way up, after which the platform appeared to work. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.